Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation papers allege biologic corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood, tissue and bone surrounding the implant. Since the implantation, patient has experienced severe pain, discomfort and inflammation in his left thigh, left hip, and groin. He also feels stiffness with a pinching sensation radiating from the left hipjoint. Update ad 01 may 2018 receipt of ppf and sticker sheets record. Ppf has no new allegation. Added stem on ip, date of birth and lawyer. Updated unknown head and liner.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.